Event description:
It was reported that during a stent post-dilation procedure, the symmetry small vessel balloon dilatation catheter could not be deflated. Following placement of a dynalink nitinol stent in the popliteal artery, the balloon catheter was advanced into the stent lumen over a 0.14 choice pt wire. Following inflation to 12-14 atm;s the balloon could not be deflated. The physician was not able to pull negative pressure on the balloon. Unsuccessful attempts were made to rupture the balloon by over -inflation, puncturing the balloon with a frontrunner device, and puncture with an additional guidewire. Unsuccessful attempts were made to rupture the balloon using a .9 coronary laser catheter, however the laser deflected off the balloon. The inflated balloon was withdrawn through the superficial femoral artery to the aortic bifurcation where the balloon prolapsed. A buddy wire was inserted through the groin and the balloon was straightened. A laser catheter was inserted and the balloon was successfully ruptureed and removed. It was estimated that the balloon effects were reporter as a result of the balloon deflation issue, however the patient developed a retropertoneal hemorrhage from the access site.